Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on november 12, 2007 and alleged that her one touch ultra meter was powering off during use. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that two weeks ago, she dropped the meter and after that she was able to perform a test on the meter sometimes and was not able to test due to the alleged issue at other times. She also mentioned that after the reported issue began, she experienced symptoms of being sweaty and shaky and she was unable to test on the meter. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the reported issue began. The patient had dropped the meter prior to the onset of the alleged issue. Replacement products were sent to the lay user/patient.